Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis and bent cannula with high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient experienced high blood glucose levels and vomiting. It was also noticed the cannula was bent. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. Once at the hospital the patient was treated with intravenous fluids. The patient was released from the hospital after 4 days.